Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The analysis noted that the lead was returned with severe explant damaged, and lead removal wire stuck in segments lead returned. The proximal and distal conductor fracture in vivo were observed during visual inspection. The way of conductor fracture lead us to determine that was happened due to 1st clavicle rib crushed. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.